Event description:
It was reported had an MRI done on (B)(6) 2014. When the pump was interrogated around 2pm on the day of this report, logs indicated that a motor stall occurred on (B)(6) 2014 at 14:51 with a recovery on the report date at 14:32. A ¿stopped pump may exceed tube set¿ message was also displayed. It was unknown if the stroke masked any of the signs and symptoms of withdrawal. The patient was previously on 811cg/day. However, the healthcare provider (hcp) decreased the pump by 30%, to 566mcg/day, on the report date. It was planned to wean the patient off of the therapy, since the patient may be transferred to ¿snf¿ or hospice care. Follow-up information indicated that the recovery showed up after interrogating the pump twice. It was thought that this was just a delay in telemetry. It was later reported that the stall was caused by the MRI. The device system was used to deliver baclofen. It was later reported that hcp wanted the pump turned down by 40% on (B)(6) 2014. This was to be done on mondays and thursdays until it was below 100mcg. After that, it was to be turned off. The hcp also increased the patient¿s baclofen to 30mcg three times per day. It was also reported that the pump didn¿t actually stop after the MRI. It was just that the telemetry didn¿t acknowledge that the pump had started. Despite the patient having no issues, the pump was still going to be turned off for financial reasons. Long-term care facilities did not pay the patient¿s physician for her management services.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l54364, implanted: (B)(6) 1998, product type: catheter. (B)(4).